Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event. The touch screen calibration was off which caused the illuminator buttons not to function. The lamps needed to be replaced. The company service representative re-calibrated the touch screen to resolve the issue. Two xenon lamps were replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the touch screen calibration being off. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the light was not working on the unit. Additional information was received from the customer indicating during a combined cataract extraction/posterior vitrectomy procedure the illumination did not work. The anterior portion of the procedure was completed. Cassettes were changed and the staff tried the laser for illumination which did not resolve the issue. After multiple attempts to troubleshoot the issue the surgeon stopped the procedure and the patient was taken to another facility to complete the case. The surgery was completed at the second facility with no harm to the patient. Service was requested for the system.